Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with cracked display window corners, reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated that he had the sensor in the bathroom while showering. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.